Manufacturer narrative:
The device was returned to the MFR and analyzed. The failure analysis disclosed that the fiber cap detached and the fiber melted at the section where the fiber cap detached. The fiber shrink tube and fiber jacket melted and burned. The beveled section melted and exhibited burnt glue. The fiber cap exhibited char, devitrification, crater and melted glass. The fiber cap condition would result in a diffuse beam and/or a forward firing scenario. The root cause of the fiber cap melting was determined to be heat accumulation. The product labeling (product insert (B)(4)) warns that tissue contact or tissue probing may cause fiber damage or breakage.

Event description:
It was reported by a customer that the fiber tip broke off at 67,000 joules. Per the customer, the fiber tip was retrieved from the pt. No pt injury was reported. The physician switched to turp.